Manufacturer narrative:
This report is submitted on 11 february 2021.

Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the patient has experienced multiple infections that have been treated with antibiotics (type unknown). The device has now extruded into the external auditory canal. The device was explanted on (B)(6) 2020.